Event description:
Target was informed that during a "tae" procedure, the physician inserted a pushable coil into a fastracker catheter but the coil got stuck. He removed the coil and catheter. He tried again with another fastracker catheter and pushable coil but got the same results. The pt was not affected from this outcome. Upon inspection of the returned product on 4/13/98 it was discovered that the sheath had separated from the coil pusher making this complaint a MDR.